Event description:
Revision surgery - the pt's shoulder was dislocating. The surgeon implanted an 8mm spacer and polyethylene on the reverse stem.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after two months of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number, two due to dislocation. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.